Manufacturer narrative:
Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. No photo(s) and/or video(s) was provided for evaluation by the reporter and a sample was not received at the investigation site for evaluation. The reported complaint was evaluated and does not meet criteria for reporting per applicable medical device regulations, does not meet criteria for a critical event, and a customer response was not requested. A review of production information, complaint history, and servicing was not performed as the lot/batch/serial number is unknown. A complaint sample, photo, and/or video was not provided for evaluation. Based on the investigation, a failure of the device, labeling, or packaging to meet specifications could not be confirmed. Quality assurance has evaluated and investigated this complaint. Complaints are reviewed and monitored for adverse trends on a monthly basis and will continue to monitor data for evidence of adverse trending and take further action, if appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that retained fibers were found in the surgical incisions on the eye, and these fibers had to be removed during cataract surgery with intraocular lens implantation. No infection or other complications were observed in the patient, and additional details about the surgery were not provided. Additional information was requested but non-received till date.